Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx. 1 month post-implant, it was reported that the patient experienced a bacterial driveline infection. The patient was treated with medication.

Manufacturer narrative:
The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.